Manufacturer narrative:
An investigation of the reagents kit lots g24624 and g24194 did not identify any product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged an increase in target 1 positive samples where retesting negative for both target 1 & target 2 in a cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The customer alleged an increase has been observed since (B)(6) 2020. Although requested, no data or information on the type of collection tube and swab type were provided. According to the information provided, review 223 runs from customer¿s 3 cobas 6800/8800 systems from (B)(6) 2020 identified 120 repeated samples. Seventeen (17) samples that were repeated from initial target 1 positive results generated negative repeat results associated with system serial no.(B)(4). It was also mentioned that most of these samples that retest negative exhibit results at the limit of detection (lod) of the test. This could not be confirmed as no data was provided. Customer reports out the negative result. No harm indicated. An investigation the reagents kit lots g24624 and g24194 used by the customer did not identify any product issue. Seventeen (17) mdrs will be submitted, one for each discrepant patient result released, in accordance with FDA request.